Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The reporting surgeon did not perform the initial sling procedure. On an unknown data after the procedure, the patient had bleeding and pain that eventually was diagnosed by her original surgeon as "tissue separation", and he over sewed the vaginal mucosa. Currently, the patient has a two centimeter opening in the right roof of the vagina with visible sling material and some unknown type of blue suture visible with chronic bleeding / weeping of the exposed mesh from the sling.